Manufacturer narrative:
Arrow field service evaluated console. They determined that there was a "blown" fuse. Additional information received from the hospital indicates that there was a "power spike" prior to the incident.

Event description:
Clinician contacted arrow clinical support (acs) advising the pump was experiencing a low battery alarm, when it was plugged into the red socket. There was a blinking icon for battery power and they had tried multiple outlets, but the alarm remained the same. The clinicians exchanged pump. There were no reported patient complications.